Event description:
It was reported that the programmer displayed an error message upon boot-up. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. System error on boot up; a printed circuit board found out of electrical specification.